Manufacturer narrative:
(B)(4). A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device and was unable to reproduce/verify the reported event even after running the device overnight. The carefusion field service representative ran the device through a complete checkout per the service manual to ensure that it meets factory specifications. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
The user facility biomed reported that while in use on a patient the device alarmed "low fio2" and with an external o2 analyzer it was confirmed that the device delivering 21% fio2 when set to deliver 40% fio2. The patient was removed from the device and placed on another device with no harm to the patient.